Event description:
During an implant procedure, decreased ventricular sensing, high impedance, and high capture threshold were noted on the right ventricular (rv) lead. The lead was not implanted and a new lead was implanted to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported events of under sensing, high lead impedance and high capture threshold were not confirmed.